Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l leaked. The following information was provided by the initial reporter: the venflon is leaking, leak is where the cannula connects to the plastic tube. Blood flows from the place where the plastic tube connects to the cannula. When did the incident occur? During use.

Manufacturer narrative:
This MDR is a duplicate submission of (B)(4).